Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Visual inspection was performed, and no signs of corrosion were observed at the distal tip. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed. This failure is typically associated with mishandling/misuse. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.117¿ - 0.145 in length and were not aligned with the tube axis. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during central processing, that the maryland bipolar forceps had a little bit of corrosion on the plastic distal tip. There was no report of patient involvement.